Event description:
Per the clinic, the device was explanted (date not reported), for unspecific reason. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the previous report has been filed inadvertently. The implanted device remains insitu and no explantation has occurred. This report is filed october 10, 2014. Implanted device remains.